Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured in as the customer's weight was not provided.

Event description:
The customer reported that she ate a sandwich after which she performed blood glucose testing with the contour next meter and obtained readings of 20 mg/dl at 9:28 p.m. And 413 mg/dl at 9:36 p.m. The customer took 15 units of novalog insulin based on the high reading. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
A follow-up was performed with the customer as the customer did not return the suspected device for evaluation. The customer stated that the contour next meter associated with the event is performing as expected, therefore, she will not return the device for evaluation.

Manufacturer narrative:
The customer returned a contour next gen meter for evaluation, which is different from the one indicated to be associated with the event i.e. Contour next meter. No test strips were returned. Therefore, an in-house testing was performed with the returned meter and in-house contour next test strips from lot # 1epef05b using blood sample, which gave a satisfactory performance. Additionally, a device history record was reviewed for the suspected contour next meter with serial # (B)(6) and no manufacturing anomalies were found.